Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic cannot identify a root cause associated with the manufacturing or design of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was discarded by the customer and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic's investigation is in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that about two and a half hours into a bypass case, the customer noted the connection at the arterial sampling port had become disconnected and was leaking blood. It was unknown how long the connection had been disconnected before it was observed and corrected, but the customer estimated that approximately 1 liter of blood was lost. They stated that the patient's blood pressure dropped into the range of 50 mmhg. Volume was added to the circuit and the circuit was replaced with another medtronic custom pack. There were no adverse patient effects noted after the procedure.